Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a (B)(6) female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 ((B)(6) 2002, (B)(6) 2005), internal bleeding, gallstones, cholecystectomy, intestinal operation, endometrial ablation, automobile accident and vaginal delivery (2). Concurrent conditions included obesity, tobacco abuse, chest pain, inflammation, painful l arm, diaphoresis, visual disturbance, breast pain, vaginal discharge, vaginitis, low back pain, smoker, leg pain, flu, mole of skin, malaise, lower abdominal pain, prediabetes, constipation, fatigue, vitamin d deficiency, excision of kidney lesion and gastritis. Family history included diabetes mellitus (mother) and hypertension (mother). Concomitant products included gabapentin for back pain, naproxen and topiramate (topamax) for headache as well as ibuprofen since 2012. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain /loss (specify which one) gain"). In 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had not resolved and the dyspareunia, cystitis, migraine, headache, vaginal discharge, weight increased and fatigue outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: (B)(6) lbs. She did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. Hysterosalpingogram - in (B)(6) 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - headaches, migraine. Most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs and m.r-events- "dyspareunia (painful sexual intercourse), infection (bladder/urinary tract/vaginal) type: bladder, migraines, headaches, vaginal discharge, weight gain /loss (specify which one) gain", reporter, lot number, historical condition added from pfs. Concomitant and historical condition, concomitant drug added from medical record. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain / pain") and genital haemorrhage ("persistent bleeding") in a 30-year-old female patient who had essure (batch no. 761616) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gravida ii, parity 2 (15sep2002, 01nov2005), internal bleeding, gallstones, cholecystectomy, intestinal operation, endometrial ablation, automobile accident and vaginal delivery (2). Concurrent conditions included obesity, tobacco abuse, chest pain, inflammation, painful l arm, diaphoresis, visual disturbance, breast pain, vaginal discharge, vaginitis, low back pain, smoker, leg pain, flu, mole of skin, malaise, lower abdominal pain, prediabetes, constipation, fatigue, vitamin d deficiency, excision of kidney lesion, gastritis, abdominal pain, paratubal cyst and upper abdominal pain. Family history included diabetes mellitus (mother) and hypertension (mother). Concomitant products included gabapentin for back pain, naproxen and topiramate (topamax) for headache as well as ibuprofen since 2012. On (B)(6) 2011, the patient had essure inserted. In 2011, the patient experienced migraine ("migraines"), headache ("headaches") and vaginal discharge ("vaginal discharge"). In 2012, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and weight increased ("weight gain /loss (specify which one) gain"). In 2013, the patient experienced cystitis ("infection (bladder/urinary tract/vaginal) type: bladder"). In 2015, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant) and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain was resolving, the genital haemorrhage had not resolved and the dyspareunia, cystitis, migraine, headache, vaginal discharge, weight increased and fatigue outcome was unknown. The reporter considered cystitis, dyspareunia, fatigue, genital haemorrhage, headache, migraine, pelvic pain, vaginal discharge and weight increased to be related to essure. The reporter commented: need for additional surgery. Pfs- she did not claim that essure worsened a previously existing injury/condition. Current weight: 205 lbs she did not allege that essure caused birth defects. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.4 kg/sqm. Hysterosalpingogram - in october 2011: total bilateral occlusion. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s pfs: confirming - headaches, migraine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-aug-2018: quality-safety evaluation of product technical complaint. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.